Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reportable finding documented in b5, the non-reportable evaluation findings are as follows: bending angle in up direction did not meet the standard value due to wear of the angle wire, adhesives around the light guide lens had a white clouded area, adhesives around the objective lens had a white clouded area, protector of the universal cord on the suction connector side had a scratch, universal cord had coating peeling, universal tube had a scratch, grip was shaved, control unit had discoloration, electrical connector had corrosion due to water leakage, adhesive on bending section cover had a crack and a chip, the play of the up/ down knob was out of the standard value due to wear of the angle wire, suction cylinder was shaved, and connecting tube had discoloration. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had defective air/ water supply. The device was returned for evaluation. During the device evaluation, the foreign object came out of the nozzle. There were no reports of patient harm or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Event description:
The customer reported issue occurred during a diagnostic upper screening test. The procedure was completed using the subject device and there was no delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information received from the customer. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to sending the device in for repair. There was a delay to the start of pre-cleaning. During pre-cleaning the customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer did not presoak the scope with detergent solution. The customer wiped/brushed the nozzle with a clean lint-free cloth, brush, or sponge. The customer flushed the air/water nozzle with detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it was confirmed that reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 "cleaning, disinfection, and sterilization procedure" shows how to prevent the event. Olympus will continue to monitor field performance for this device.